Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the "fluid replacement" for "rehydration" wouldn't flow through the bd q-syte¿ luer access split-septum stand-alone device, bns during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fluid replacement rehydration didn't flow."

Event description:
It was reported that the "fluid replacement" for "rehydration" wouldn't flow through the bd q-syte¿ luer access split-septum stand-alone device, bns during use. The following information was provided by the initial reporter, translated from japanese to english: "fluid replacement rehydration didn't flow."

Manufacturer narrative:
H.6. Investigation: when we checked the appearance of a series of actual products, no abnormalities such as breakage or deformation were found. After reconnecting the q site part of our product to the terminal (lock connector) of terumo's infusion set product, we checked the fluid flow and it passed without any problems. Based on the fact that no abnormalities were observed in the product and no reproducibility was obtained, it was presumed that this event was due to a problem with the fitting part of the infusion set connected to the product. It was possible that the q-site septum was insufficiently opened due to incomplete connection or looseness of the fitting, and the chemical solution did not flow. When connecting to another manufacturer's infusion set or syringe, the septum opening may be small due to differences in the length of the lock connector insertion part. Customers are advised to use the product periodically while checking for any abnormalities such as loosened or disconnected connections and chemical leaks. No anomaly found on DHR.